Event description:
Rptr is reporting a decline in overall health, and serious effects on mental abilities and functions that have been cumulative and worsening over the past ten years as a result of numerous amalgam fillings. Rptr suffers all the symptoms of chronic heavy metal poisoning. Rptr is reporting burning, tingling gums that bleed and chronically hurt as well. Rptr also has neurological damage described as "neuropathy" unrelated to any condition. This muscle pain, twitching, and loss of motor function is characteristic to metal poisoning. Rptr has the telltale signs of metal toxicity easily visible without medical testing, such as longitudinal ridges on finger nails, hair loss, brown discoloration on corneas, and deformed finger nails. And chronic metal taste in mouth that is always there. Rptr feels someone should seriously test amalgams for their safety or at least inform of the potential injury.